Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2021 - (B)(6) , 2021. H10: five (5) actual devices were received for evaluation. A visual inspection was performed and noted their bladder has been ruptured. The ruptured bladders were examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) ce intermate sv (small volume) ruptured during filling. There was no patient involvement. No additional information is available.